Manufacturer narrative:
Allegiance investigation: device history record review, sample review noted fuzz on the gowns and tiny white particulate in the emesis basin. Some debris was from gowns - some could not be identified. Suppliers notified for evaluation. Mentor o & o investigation: numerous attempts were made to obtain a response. None rec'd. Convertors investigation: the gown material consist of a spunlaced nonwoven fabric. The spunlaced is made of polyester fibers and wood pulp. Unable to identify the root cause for the lint, samples were forwarded to the nonwoven fabric supplier for review. Supplier confirmed the presence of small pieces of polyester extending from the fabric. Measurements verified all properties to be within one sigma of their aim. This incident will be publicized to their organization to maintain procedures for identification segregation, and correction of fabric with lot entanglement.

Event description:
Four pieces of lint from the pack components got into the pt's eye during the procedure. The physician irrigated the eye with saline which removed the lint particulate.